Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/15/2016 with the following findings: during visual inspection of the pump, it was observed that there was evidence of moisture under the display lens. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and there was a crack in the case seal. A leak test was performed and failed due to a case seal leak. The pump was opened and there was moisture damage found on the display flex, the cgm board, keypad flex connector and the main printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.